Manufacturer narrative:
Updated data: h2 h3 h6 image review: intraprocedural fluoroscopic images were provided for review of the event. Patient¿s executive summary was provided for anatomical review. Patient¿s annulus perimeter measured 63.7 millimeter (mm) with a perimeter derived diameter of 21.3mm suggesting a 26mm evolut. Sinuses of valsalva diameters measured less than the recommended 27mm for the 26mm evolut. Even though a 23mm evolut was selected for the procedure, the sinuses of valsalva diameters also did not meet the minimum recommended criteria of 25mm for the 23mm evolut. It was reported that an 18f introducer sheath was used for the procedure. Based on the patient¿s summary, the iliofemoral arteries measured greater than 6mm which is the minimum required to accommodate an 18f introducer sheath. Fluoroscopic valve load inspection was performed and confirmed a good load. It was reported that after insertion of the guidewire into the left ventricle, the patient became hypotensive. An abdominal aorta angiogram revealed no signs of dissection or perforation, and an aortogram revealed no abnormalities of the guidewire, good coronary perfusion, and no evidence of a left ventricular perforation. It was reported that cardiopulmonary resuscitation efforts were required to stabilize the patient. Once stabilized, a pre balloon aortic valvulopla sty was performed. The delivery catheter system was inserted and advanced across the aortic valve and subsequent angiogram reveals adequate perfusion to the right and left coronary arteries and no signs of ventricular perforation. The valve was deployed just prior to the point of no recapture and depth assessment was performed in the left anterior oblique (lao) view only. However, there appears to be significant parallax in the evolut therefore accurate depth cannot be confirmed. Per medtronic best practices, depth assessment at the non-coronary cusp (ncc) is performed in a cusp overlap view, and if acceptable, next step is to move to the 3-cusp coplanar view and remove parallax from the inflow portion of the valve (roll lao no greater than 25°) to verify depth at the left coronary cusp (lcc). The valve may be released once these steps are completed. The recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. In this case, depth is undetermined. It was reported that the patient became hemodynamically unstable, and the angiogram showed absence of perfusion to the right coronary artery. Due to the patient instability, the valve was released, and subsequent angiograms revealed that the final depth of the valve appeared to be shallow and confirmed the right coronary occlusion/obstruction. There is evidence of a failed attempt to re-access the right coronary with a catheter. It was reported that the patient subsequently died. Evidence supports that right coronary occlusion/obstruction might have contributed to the patient¿s death. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: product ID: evolutfx-23, serial#: (B)(6), ubd: 16-sep-2026, UDI#: (B)(4). Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID l-evolutfx-2329 (lot: 0012526083); product type: 0195-heart valves; implant date n/a; explant date n/a product ID gwbc30 (lot: unknown); product type: 0193-guidewire; implant date n/a; explant date n/a product ID sentrant sheath (lot: unknown); product type: 0199-introducer; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, right femoral access, an 18 french introducer (sentrant), and non-medtronic closure devices (proglide) were used. The pre-shaped guidewire (confida) was advanced into the left ventricle, and arterial pressure changes (hypotension) were observed. An urgent cardiology consultation and control echocardiogram were performed, ruling out pericardial effusion. Contrast injections at the femoral access sites and abdominal aorta to assess for bleeding or dissections were negative, and an aortogram showed no evidence of bleeding or abnormalities. Due to the patient's deteriorating condition, cardiac arrest occurred. Resuscitation maneuvers were initiated. Once stabilized, a pre-implant balloon dilation was performed with a 18x40 mm semi-compliant balloon. Urgent valve deployment proceeded under fluoroscopic guidance by advancing the delivery catheter system (dcs) with the port positioned at 3 o¿clock. Deployment of the valve was initiated in the implantation projection. The positioning was adjusted, noting that the three cusps were visible under contrast injection. Upon reaching the third node, pacing was initiated via the guidewire, and the valve was opened to 80%. The pacemaker was then disconnected, and contrast injections confirmed valve positioning, with a 2 mm depth in both the non-coronary and left coronary sinuses. However, the patient became hemodynamically unstable, leading the specialist to proceed with full valve deployment. The patient subsequently experienced another cardiac arrest, requiring further resuscitation efforts. Cardiopulmonary resuscitation was administered for 37 minutes. A control injection revealed that the valve had migrated toward the non-coronary side, with evidence of right coronary artery occlusion. An attempt was made to cannulate the right coronary artery through the valve, but all attempts were unsuccessful. The patient was pronounced deceased.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the patient was very unstable, and the medtronic products including the valve, dcs, and guidewire did not cause or contribute to the patient's death.